Manufacturer narrative:
E1: patient city: (B)(6). Patient country : new zealand. H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand. On (B)(6) 2024, patient encountered high blood glucose. The patient was hospitalized due to high blood glucose and diabetic ketoacidosis for 3 days. The blood glucose level was reported 22 mmol/l and treated with pump and IV fluids. Moreover, the patient had been using the insulin pump system within 48 hours of reported low blood glucose event no further information available.